Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve evfxplus-26 was implanted during an initial procedure for a diagnosis of aortic valve stenosis. The individual had a medical history that included nyha functional class ii heart failure, diabetes mellitus managed with oral antidiabetics, dyslipidemia, hypertension, renal failure not requiring dialysis, a family history of ischemic heart disease, and a previous cerebral ischemic event (stroke, not specified). Ongoing pharmacological therapies included asa and beta-blockers. Pre-implant electrocardiography revealed a left anterior fascicular block. Following the procedure, moderate paravalvular leak (pvl) was observed at the posterior site. The individual was discharged home three days after the procedure and no treatment was reported.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.